Event description:
The nurse reported that an overdose had occurred due to "improper programming". The pump was refilled with morphine 25 mg/dl ( primary drug); previous morphine concentration was 80 mg/ml. The dose per day was reduced from 32.023 mg/day to 31.983 mg/day. The pump was updated with the changes, but a bridge bolus was not programmed. In the time period that it would take to clear the drug, the pt would receive 34 mg instead of the intended 10.6 mg. The pt was experiencing nausea which had been present for two weeks; no other symptoms were reported. A follow-up report will be sent if additional info becomes available.